Event description:
It was reported that during a laparoscopic cholecystectomy procedure, both devices the clips were not forming. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torque or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. The analysis results found that device (b) was received with the tip of the advancer bent. Therefore, the clips did not fully advance into the jaw. The device was fired and six pear shaped clips were formed. A possible cause of the advancer condition may be that the device was fired when a jamming occurred. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h91e0t (B)(4) advancer.